Event description:
The customer reported via phone call that she experienced a low blood glucose level in the middle of the night. Her blood glucose level was 33 mg/dl. She ripped the insulin pump off. The customer declined troubleshooting. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.